Event description:
It was reported a patient experienced a break in aseptic technique, which caused peritonitis manifested by slightly hazy drain coincident with peritoneal dialysis (pd) therapy. The patient developed peritonitis while hospitalized for an unreported condition. The patient was treated with vancomycin 1 gram. Outcome of the event is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was a use error, break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.